Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system shut down on its own during a cataract with intraocular lens implant procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. However, the company representative noted that certain outlets at the customer¿s facility may have contributed to the reported event. These outlets could not withstand the load of the equipment. A new outlet was selected and the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to plugging the system into an inadequate outlet. (B)(4).